Event description:
A patient was being monitored with the carescape b650 when it was reported that the patient was found in asystole, but the device was not alarming as expected. The patient did not survive.

Manufacturer narrative:
Legal manufacturer: gehc trout, 3114 n grandview blvd. Waukesha, wi 53188 USA. Ge healthcare's investigation is in-progress. A supplemental report will be submitted when the investigation is completed.

Manufacturer narrative:
Ge healthcare has completed its investigation. Engineering reviewed the monitor log files and found that multiple alarms were provided for the event. A medium-priority brady alarm was asserted followed by a leads off condition alarm (also as medium-priority level). At medium-priority, the monitor provides both visual and audible notifications. The leads off alarm is given when the ECG electrodes or leads are detected as disconnected from the patient. It is intended to alert the user and prompt the appropriate troubleshooting measures. The logs showed that once ECG leads connection was restored, the monitor asserted multiple asystole alarms which were acknowledged by the users. The ge healthcare field engineer tested the device with a simulator and confirmed it was alarming as specified. In a review of historical data, no adverse trends were identified. Based on the information available, the investigation concluded that the monitor was working as designed. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.